Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the patient first got the device in (B)(6) 2011, the ins never completely got a full charge; it would never get full bars, but the patient continued to use the equipment. No symptoms were reported. No further complications were reported or anticipated.